Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in new zealand. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 leading to high blood glucose (bg) levels with value of 23.9 mmol/l and got treated with correction injection via multiple daily injection (mdi). The blockage was located at the site. The patient also had moderate ketones. The patient changed supplies as necessary and resumed insulin therapy. No further information available.